Event description:
It was reported to medtronic neurosurgery that during the surgery, the physician sheared the catheter in the pt's dura mater spinalis. According to the report, the catheter fragment could not be explanted from the pt. The report stated that a CT scan showed approximately 7-8 cm catheter remaining in the pt.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. All catheters are 100% inspected at the time of manufacture. No injury to the pt was reported.